Event description:
An a1059 mayfield modified skull clamp reportedly moved on two separate cases. There was no injury involved with this incident.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.